Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the pump did not power on with the returned battery cap. The battery cap threads were damaged and the yellow o-ring was missing from cap. All testing was performed with a test battery cap that was able to fully tighten to the battery compartment. The battery compartment had cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The keypad rubber was peeled off and missing. The up, down, and ok buttons were intermittently unresponsive. The contrast keypad contact was missing. The up and ok button contacts were found to be inverted. The down button contact was misaligned. Contamination was observed underneath the up, down, and ok button contacts. There were call service (B)(4) errors present in the pump's black box on (B)(6) 2014. Pump reboot events were observed in an attempt to clear the error messages. During investigation, the pump was not able to complete a load step. When "load" was selected, the cartridge continues to drive until a "no cartridge detected" warning is issued. A force sensor calibration check failed due to the inability to detect a cartridge. Further investigation showed that the force sensor flex cable trace was cracked at the force sensor pin. A leak test showed that there was a leak at the battery compartment crack. Evidence of additional moisture contamination was found inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had an issue with not powering on. The reporter stated that there was moisture in the battery compartment and that there was a crack in the same compartment. Additionally the reporter stated that that the battery cap could not be removed from the pump, and that it had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.